Event description:
It was reported that the wake button on the pump was not working, and customer was unable to use the quick bolus function to deliver a bolus with the pump button. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.